Event description:
As reported by the field clinical specialist (fcs), approximately 3 years and 5 months post transfemoral tpvr (transcatheter pulmonary valve replacement) procedure with a 26mm sapien 3 ultra (s3u) valve in a transannular patch, the valve failed due to stenosis with an elevated gradient measuring 43mmhg. The patient underwent a successful valve-in-valve procedure with a second 26mm s3u valve and was discharged.

Manufacturer narrative:
The investigation is ongoing.

Event description:
According to the provided medical records, there were no current records to evaluate the health of the s3u valve to verify the reason for the valve-in-valve procedure; the provided records provided were from year 2022, around the time the patient had the s3u valve implanted.

Manufacturer narrative:
A supplemental MDR is being submitted due to provided medical records. Sections b4, g3, g6, h2, h6: investigation findings and investigation conclusions have been updated. Additions to sections b5 and h6: type of investigation. The event(s) reported is/are anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode(s) is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the complaint of increased gradient was confirmed based on the information available to date. Any updates or additional findings will be submitted in accordance with FDA reporting requirements. Elevated gradients may indicate obstructed flow across the valve. An increase in gradients may result from patient factors such as hypertrophic cardiomyopathy (hcm) or sub-valvular stenosis. Additionally, an increase in gradients can indicate that a leaflet is not functioning optimally due to thrombosis or early valve degeneration. As limited information was provided, a definitive root cause is unable to be determined at this time complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.